Event description:
It was reported that an ilet user experienced hyperglycemia following a supply change, with a blood glucose of 271 mg/dl; the caregiver was instructed to disconnect the infusion set and prime the tubing until drops were observed, and to continue monitoring. Customer care provided support that included telephone-based troubleshooting and user education. Investigation of this case revealed that the infusion pathway was likely not fully primed prior to use, and priming was performed to restore proper delivery. No clinical symptoms associated with elevated blood reported. Outcomes included no medical intervention, and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause, possibly related to an infusion setup issue, with resolution expected through proper priming and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.